Event description:
Pt had an endeavor over the wire (otw) drug-eluting stent implanted during index procedure. It is reported that the pt suffered with coronary artery disease and had a non-q-wave mi approx 20 months post index procedure. The pt was hospitalized and underwent percutaneous procedure. The investigator reports that the events had no relation to the study device /procedure /drug. It is reported that the event was resolved.

Manufacturer narrative:
(B)(4).